Manufacturer narrative:
The insulin pump powered up properly after battery installation. No blank display was noted. The pump was received with normal operating currents and no unexpected off no power, low battery, battery out limit, or failed battery test alarms during testing. The pump had a minor scratched lcd window, a cracked case at the display window corners, cracked battery tube threads, a cracked reservoir tube lip, and a stained end cap sticker. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Additional cosmetic damages on the insulin pump include a minor scratched lcd window, a cracked case at the display window corners, cracked battery tube threads, a cracked reservoir tube lip, and a stained end cap sticker.

Event description:
The customer reported via phone call that she has been having to change the battery every 3 hours and has been receiving a battery out limit alarm and a failed battery test alarm on the insulin pump. Customer stated that the pump shuts off. Customer's blood glucose was 74 mg/dl at the time of the incident. Customer stated that the pump alarmed during normal use. Customer stated that the pump display also went blank. Troubleshooting was performed and the customer was advised to discontinue use of the pump and to revert to a back-up plan. Customer was also advised that the insulin pump will need to be replaced.